Event description:
The customer reported that the analyzer produced negatively biased potasium results on two pt samples. The samples displayed a millivolt pattern consistent with the presence of static. The initial low results were not reported to the floor, so there was no pt harm as a result of this occurrence.